Event description:
The initial reporter stated that they received questionable results for an unspecified number of patients tested with gluc3 glucose hk gen.3 and co2-l bicarbonate liquid on a cobas 8000 c 702 module. The customer provided data for three patient samples, and of these, one had an erroneous result for gluc3. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a gluc3 value of 15 mg/dl. The sample was repeated on another analyzer, resulting with a value of 94 mg/dl. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The gluc3 reagent lot number was 360979, with an expiration date of 30-nov-2019. The field service engineer stated that the customer found a system reagent bottle to be empty. There were also several samples which were later found to contain fibrin/particles floating in the serum. The customer replaced the system reagent and sample probe, then repeated samples on both of their c 702 modules for correlation. The results were within the customer's acceptable limits. Precision studies were performed and within acceptable limits. Diagnostics were completed and these were within specifications. The investigation determined that the service/customer actions resolved the issue. The investigation could not identify a product problem. The cause of the event could not be determined.